Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the delivery system balloon burst during deployment. The valve was fully expanded. The devices were removed safely. The patient is stable post procedure.

Manufacturer narrative:
The 29mm edwards commander delivery system was received with inserted through a 16f esheath and loader assembly. Delivery system returned in lock position. Fine adjustment 50% used. Flex indicator in straight position. The returned device was evaluated, and the following was observed: balloon shaft kinked due to packaging; shaft and guidewire were returned cut. The distal cut part (including the balloon assembly) was not returned. Due to the nature of the complaint, no functional and dimensional testing were able to be performed. No imagery was provided for review.a review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.the complaint for balloon burst was unable to be confirmed. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event.an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description reports that the deployment area was ''very calcified.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.